Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that pt reports no pain relief with scs system. X-ray taken of pt¿s scs system. It is noted that the leads moved approximately 2 lead contacts. The cause was not reported. After x-ray was taken, dtm targets and patient thresholds reset based on new x-ray. The issue was resolved.